Manufacturer narrative:
Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been returned.

Event description:
A consumer stated that several months ago she had allegedly received burns on her buttocks while using a heating pad. She indicated that medical attention was sought for her injuries at that time, and was prescribed burn cream for the blisters she received. The consumer also stated that she has encountered issues with several heating pads in the past, and that she either sits against or lays on the heating pads during use. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property... This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been received.